Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was revealed during a phone call regarding MRI precautions for a partial lead that the patient underwent a full vns explantation surgery due to an infection. Follow up with the physician's office revealed that the infection occurred a few weeks after the replacement surgery due to a previous infection, which was reported in MFR. Report #1644487-2017-04251. It was stated that the patient tended to pick at his incisions. A review of device history records revealed that the generator was sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.